Event description:
Device use to administer the lidocaine topical solution to patients oral/airway when the spray tip/tube came off/apart of the nozzle and became lodged in the patient's bronchus. Performed a bronchoscopy to remove the foreign body from patients bronchus. FDA safety report ID# (B)(4).